Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had 2 faulty sensors. The first sensor¿s cannula had retracted. The second sensor¿s cannula had fractured while in their body. The customer was unsure if the cannula was still in their body. The customer¿s blood glucose level was unknown. They were advised that an x-ray will be able to locate the sensor¿s cannula in the body. The product will not be returned for analysis.